Event description:
Event description: ecn event description: after ablating the right superior pulmonary vein, attempts to advance wire were met with resistance. Catheter was removed from the body. Upon removal of the wire its outer coating began stripping off. The assumption was the wire had become stuck inside the catheter. Attempts to flush the wire lumen were unsuccessful, leading to a replacement catheter being offered. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Movement of the wire to determine area of impingement. What is the next course of action? Replacement device. Patient present at time of event? Yes, patient complications: no patient complications patient outcome: expected to fully recover device acquired from a distributor? No, event date: 2026-5-25.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting the return of the device.